Manufacturer narrative:
H.6. Investigation summary: bd received 168 samples for investigation. Of these, 20 samples were evaluated by functional testing. The indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-06.

Event description:
It was reported that while using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m that there was overfill. The following information was provided by the initial reporter: tubes overfilling during blood collection. No blood leakage or other impact for patient or staff. During use.

Event description:
It was reported that while using thebd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m that there was overfill. The following information was provided by the initial reporter: tubes overfilling during blood collection. No blood leakage or other impact for patient or staff. During use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.